Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between pd therapy on the liberty cycler and the patient event of hernia. According to the pdrn the patient developed the hernia and it was not pre-existing. Pd patients have known to have hernia complications due to increased abdominal pressure during treatment. There is no allegation of a machine malfunction or deficiency related to this event. The liberty cycler has been disassociated from this event as there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
In a clinic response for a separate event it was documented that this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy underwent an incarcerated umbilical hernia repair on (B)(6) 2018. Hospital course is unknown. A response from the peritoneal dialysis registered nurse (pdrn) on 10/17/2018 documented that the patient developed the incarcerated hernia and transitioned to hemodialysis (hd) therapy following the surgery. The patient returned to peritoneal dialysis (pd) one month post-surgery and continues to complete pd therapy on the liberty cycler.